Event description:
It was reported the epiq 7 ultrasound system was not available during a critical procedure, due to the system going into a rebooting sequence multiple times. The system was in use with a tee probe, the probe was imaging around the patient¿s heart valves. The specific procedure was not reported. The procedure was able to be completed with the system. There was no injury associated with this event. The service engineer reseated the physio module board to correct the issue. Philips has started an investigation for this complaint.

Manufacturer narrative:
A thorough investigation to determine the root cause of the reported failure was performed. The customer¿s immediate concerns were addressed by the service engineer reseating boards and reloading the software. A part analysis was unable to be performed as no parts were replaced. A review of the system logs verify there were error codes caused by a hardware communication issue. The system was returned to service after the engineer¿s adjustment and no similar issues have been reported.